Event description:
Customer reported a high blood glucose level with a value displayed as "high," although the specific value was unknown. Cause was not known. The customer administered a correction bolus using the pump, was instructed to inspect various components without finding any issues, and was advised to replace supplies as needed and consult a healthcare professional for further guidance.